Manufacturer narrative:
This incident is currently under investigation by the manufacturer. At this time, no evidence or confirmed causal relationship has been established between the patient death and the reported device malfunction.

Event description:
On (B)(6) 2026 at approximately 7:30 pm, the shroud of a hana surgical table separated and collapsed while the table was being vertically elevated during a surgical procedure. A field representative and colleague visited the facility to assess the device. During that visit, facility staff mentioned in passing that the patient had passed away following the case. The representative returned on (B)(6) 2026 to obtain further details. Staff confirmed that the patient was on the hana table and in the process of being transferred when the patient coded. Staff also reported concern about lowering the table with the collapsed shroud underneath during this period. The relationship between the device malfunction and the patient's death has not been confirmed.